Event description:
The customer contacted physio-control to report the display of their device was distorted. During device evaluation by physio-control it was observed that the device's display was illegible for a user. As a result, the device user may not be able to see the label for the analyze button, which the device user would need to press in order to determine the need for defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to a large amount of pressure that had been applied to the right edge of the lcd lens which was then pressed into the lcd screen frame. The pressure broke the lcd glass and caused the lcd to become illegible. A replacement device was provided to the customer under warranty.